Event description:
It was reported that the tip of the guidewire broke. A v-18 control wire was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure inside the patient, the guidewire broke at the tip. Both parts of the guidewire were retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: analysis of returned product revealed that the body of the wire has a kink and its distal tip is kinked and also this same section is peeled off (the most distal section of the cover of the wire shows evidence of a breakage).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip of the guidewire broke. A v-18 control wire was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure inside the patient, the guidewire broke at the tip. Both parts of the guidewire were retrieved. No patient complications were reported.